Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 5 years to 1.5 years in approximately seven months. A request was made to analyze the device data. Boston scientific technical services (ts) confirmed that power consumption had been increasing. Device replacement or reanalysis was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 5 years to 1.5 years in approximately seven months. A request was made to analyze the device data. Boston scientific technical services (ts) confirmed that power consumption had been increasing. Device replacement or reanalysis was recommended within 90 days. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 5 years to 1.5 years in approximately seven months. A request was made to analyze the device data. Boston scientific technical services (ts) confirmed that power consumption had been increasing. Device replacement or.